Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 136 mg/dl and 59 mg/dl. Customer felt that the reading of 136 mg/dl was incorrect, as she had hypoglycemic symptoms of blurry vision and shakiness, and retested to obtain the reading of 59 mg/dl. Customer treated herself with some juice and felt better. She obtained a reading of 92 mg/dl about 1.5 hours after treatment. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.